Manufacturer narrative:
The adhesive patches (clear and/or white) can cause skin irritation or allergic reaction, which is a known and anticipated potential adverse effect. Eversense user guide mentions about it under "risks and side effects".the patient mentioned having a history of sensitive skin. The patient was first inserted with eversense sensor on (B)(6) 2024. The patient developed these symptoms (redness, pain and skin irritation) from white adhesive patches since then. The patient confirmed that the adhesive patches were not expired, but they have a history of sensitive skin. The patient normally uses a cortisone cream but decided to consult their hcp who prescribed the same cortisone cream. The patient is actively using the system without any other issues. This incident does not require any further investigation.

Event description:
Senseonics was made aware of an incident where the patient complained of allergic reactions from using white adhesive patches. The patient had symptoms such as skin irritation, redness and swelling. The most recent sensor was inserted on (B)(6) 2024. The patient mentioned having a history of sensitive skin.